Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01/20/2017 with the following findings: no power issues were observed in the black box data. The returned battery cap and the battery compartment were intact and without damage. On investigation, the pump powered on normally without alarm. The pump was exercised for 24 hours without any power issues occurring. Unrelated to the complaint, the pump case was noted to be cracked and there was moisture damage found inside the pump on the printed circuit board.

Manufacturer narrative:
Follow up #2; submitted: 12/9/2016. The initial reporter's name has been updated and is reported to be (B)(6).